Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl safeassist 30g x 8mm EU 100 CT has a problem with sterility because the packages are damaged. This occurred on 7 occasions before use. The following information was provided by the initial reporter: we confirm that the products listed and enclosed have been properly stored and handled by us since delivery and that we have received any relevant declarations from our customers. Reason of complaint - inner damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl safeassist 30 g x 8 mm EU 100 CT has a problem with sterility because the packages are damaged. This occurred on 7 occasions before use. The following information was provided by the initial reporter: we confirm that the products listed and enclosed have been properly stored and handled by us since delivery and that we have received any relevant declarations from our customers. Reason of complaint: inner damage.